Event description:
During the initial implant, increased capture threshold resulting in loss of capture on the right ventricular (rv) lead. A new lead was successfully implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.